Manufacturer narrative:
The improper procedure could not be confirmed. Based on the information provided, a conclusive cause for the reported patient effect appears to be related to the circumstances of the procedure. In this case, the result of removing the unit without the retrieval catheter, resulted in the nav6 device getting stuck with the atherectomy device, and likely lead to the embolism. H6: medical device problem code 2993 - removed. H6: investigation conclusions code 67 - removed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The barewire guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a target lesion in the moderately calcified and tortuous anterior tibial artery. The emboshield nav6 embolic protection device filter was advanced into the patient anatomy over the barewire guide wire. A non-abbott atherectomy device was advanced over the guidewire and atherectomy was performed. During removal of the atherectomy device, the device became stuck on the guide wire and was unable to be removed, so all devices, including the filter, were removed as a single unit. The filter was removed without use of the retrieval catheter, and during removal, filter debris embolized and became trapped in the introducer sheath, which was also removed. No emboli entered the patient. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot detachment was confirmed. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the proglide instructions for use (IFU) as a potential adverse event. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.